Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a routine check, the cs300 intra-aortic balloon pump (iabp) displayed error code 120. No patient was involved.